Event description:
Customer reported pca bolus under infused and requested an event log review to check programming. There was no report of harm to the pt and no medical intervention was required. Although requested, no additional pt or event info has been received.

Manufacturer narrative:
(B)(4). Customer stated that devices will not be returned at this time for evaluation. Customer has requested an event log review. Event logs have not been received despite requests for logs. Should logs be received, a follow up report will be submitted.